Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 638 mg/dl. Customer¿s current blood glucose was 245 mg/dl. Customer declined to check for the presence of leaks or air bubbles. Customer was not alleging for under delivering. Customer has been using insulin pump system within 48 hours of reported high bg event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches.no over/under delivery anomaly noted during testing. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button.the information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).